Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: during a laparoscopic ventral hernia repair, the visiport was used as the first abdominal entry device. When the surgeon removed the obturator, he noticed that the plastic end cap dome was missing. Upon abdominal investigation (duration, an additional 1 hour to the procedure) one half of the semicircular dome was retrieved. The other half of the dome was not found and the surgeon believed that it remained in the pt. No additional blood loss was noted and the procedure was not converted to an open procedure to retrieve the missing half of the plastic dome nor to further investigate that half. The surgeon spent one hour additional to the time the procedure would have taken to laparoscopically search the abdominal cavity with extensive irrigation. Only one half of the semicircular dome was retrieved. The surgeon believes the other half of the plastic dome remains in the pt's abdominal cavity.